Event description:
The patient is reportedly experiencing episodes of vertigo, headaches, tension in her neck as well as sensations in her eyes. The patient also reports incidents where she loses control of the muscles in her upper body and becomes immobile. Medical evaluation is ongoing and diagnosis possibilities include low level meningitis. Removal of the device is being considered. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.